Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with noise on the stored non-sustained ventricular tachycardia (nsvt) episodes and the pacing impedance had been highly variable for several weeks. A lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.